Event description:
MFR received report per litigation alleging "in july of 1999, pt experienced a sudden jolt. After that time pt would experience other and more frequent jolts. Along with an erosion of tremor control. 2000 computerized tomography scan revealed a pocket of air measuring 2 cm x 3 cm in pt's brain. Pt developed left sided numbness, loss of balance and slowed speech. Computerized tomography of 04/2000 revealed 'pneumocephalus'." Device system has been explanted but not returned to MFR for analysis. No other info is available at this time. A follow up medwatch will be filed if additional info is provided.